Event description:
The customer reported, that the evis exera iii video system center image on a monitor would get distorted, and then cutout when the erbe (elektromedizin gmbh) generator was activated. The video system was connected to two monitors and the erbe generator. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Corrected data: type of investigation code "4114" was inadvertently omitted from the previous follow-up report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.